Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, prior to this implantable defibrillation lead being inserted, the patient's heart rate decreased and the patient went asystolic with pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was performed while this lead was implanted. The patient was successfully resuscitated and the procedure was completed without further complication.